Event description:
It was reported that: "the surgeon pointed out the cutting edge of the cookie cutter was bent."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.